Event description:
It was reported there was thermal event.

Manufacturer narrative:
Alleged failure: casing melted during a procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was thermal event.